Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation. A video clip of an x-ray, which was provided by the customer showed stent deployment; radio-opaque markers are visible on both ends of the stent. However, stent strut structure is not visible due to limited video quality. A digital scale is not included, preventing determination of the actual length of a deployed stent. Based on information available, the alleged stent foreshortening could not be verified, there were no indications of manufacturing deficiencies. Based on information available, the alleged stent foreshortening could not be verified. A definite root cause for the reported issue could not be determined. The intended use in the biliary system represents an off label of the device. Labeling review: relevant labeling supplied with this product was reviewed. Based on the instructions for use (IFU) supplied with this product the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. The intended use in the biliary system represents an off label of the device. However, the IFU contains a table describing the relationship between unconstrained stent diameter and reference lumen vessel diameter; in addition the IFU states: "the stent experiences minimal length changes during deployment. To maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent shortened to 20mm, 50% shorter than what the packaging said, so another stent had to be given to complete the length that the doctor needed to cover. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent shortened to 20mm, 50% shorter than what the packaging said, so another stent had to be given to complete the length that the doctor needed to cover. There was no reported patient injury.